Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low amplitude. Additional information received indicating that the physician believed that the cause for low intrinsic amplitude was that patient had an exit block. The behavior was not attributed to the lead as the impedance and threshold were in acceptable range. This rv lead was explanted. No additional adverse patient effects were reported.